Event description:
Patient reported she developed hives two weeks following breast augmentation surgery. She was seen in the ER and given IV steroids then discharged to home on prednisone, doxepin, tagamet, and zyrtec. The patient states she was seen by an allergist who opines she had a delayed reaction to keflex. The reaction occurred 6 days after the last dose of keflex.

Manufacturer narrative:
H6 conclusion: no conclusion can be drawn at this time. Device product insert states the device is non-antigonic, non-pyrogenic and elicits only a mild tissue reaction during absorption.